Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridges were sliding off of the pump. A cartridge was successfully loaded onto the pump to address the event and insulin delivery was resumed. The contact was unsure of the customer's blood glucose (bg) level, but the contact believed the bg level was in the 200's mg/dl. However, the contact reported that the customer was sick at the time and that the bg level was unrelated to the reported event.